Event description:
This device is being captured as an unexpected return which was received in the returns laboratory. Preliminary return device analysis revealed the hub was separated and detached and was not returned.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device revealed blood on the balloon, which is consistent with handling and/or advancement into the body. There was no contrast visible. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The shaft was separated 23.7cm distal to the strain relief tubing and the fracture face was oval shaped, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. There were multiple kinks throughout the shaft. The separated portion including the hub was not returned. In this case, the lot history record (lhr) review and similar incident query for this incident was not performed because the lot information is unknown, however, ther is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A review of the lot history could not be conducted because the lot number was not provided. A follow-up report will be submitted with all additional relevant information.